Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced hypoglycemia while using the ilet bionic pancreas, with low glucose episodes occurring primarily in the morning during work and at night; troubleshooting and education were completed, and the case was assigned for additional training. Symptoms included low blood glucose episodes with a documented nadir of 48 mg/dl. Outcomes included the need for oral glucose administration. Investigation included user interview and troubleshooting support. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that no device malfunction was identified, and additional user training was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.